Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator service required error code related to the internal battery not being chargeable or useable was found in the ventilator's downloaded error log. Additionally, the device failed a test step during testing. The device's power management board was replaced to address the error code issue and the lcd display was replaced to address the test failure issue.